Manufacturer narrative:
The reported events were failure to capture, r-wave amp variation, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. The helix mechanism/extension length couldn¿t perform due to the damaged helix during analysis.

Event description:
Additional information received notes that the right ventricular lead exhibited high capture thresholds.

Event description:
It was reported that the patient's right ventricular lead exhibited a failure to capture and low r-wave sensing. Additionally, during the procedure it was noted that the helix could not be retracted. The lead was removed. The patient was stable.